Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The patient returned to the clinic and the recommended programming changes were made. The patient condition is good.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-06611, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).